Event description:
Handpiece came out of vitrectomy pack with its tubing reversed. Caused an introduction of air into pt's eye during surgical procedure. Discovered immediately by surgeon and rectified before injury to pt's eye.